Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/22/2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. Date of event is an approximation. It was reported that the pediatric patient experienced a skin reaction with itching, redness, inflammation, pimples, and blisters, extended beyond the patch area, which occurred 5 days after the sensor had been inserted in the thigh. Photos of the skin reaction in the complaint record were reviewed. The photo where the leg is visible shows weeping from the skin that was covered by the adhesive patch. Erythema is seen extending for an area far beyond the patch perimeter. Distal it stops at the height of the knee, but proximal it goes up to the hip and covers the skin area that can be seen until the part where the underwear starts. The close-up picture shows blistering and edema. There was no treatment documented. The area was kept clean and dry and was healing quickly. The parent stated that bumps remained but that the redness and inflammation has reduced a lot. Data was returned but will not confirm the issue or determine a probable cause. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.